Manufacturer narrative:
Multiple attempts have been made on 29jan2025, 11feb2025, and 25feb2025 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device would not run on ac power. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse verified good power to the power supply but no power out. The rse advised the customer to replace the power supply and provided parts ID for the repair. This investigation is ongoing.